Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with the programmer. The patient last charged a few months ago. A company representative met with the patient and confirmed the ipg was inoperable. The patient had surgery to replace the ipg and programmed with good coverage post-operatively.